Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that inappropriate antitachycardia therapy (atp) due to ventricular fibrillation appearing to be noise was observed on the right ventricular (rv) lead. Oversensing was observed on the far field discrimination channel which prevented inhibition of therapy using secure sense algorithm. The patient was to be brought into the clinic for further evaluation. The patient had not called to report any symptoms. The clinic attempted to contact the patient via different avenues but was unsuccessful.